Event description:
It was reported that during a follow up in clinic, inadequate capture and noise resulting in oversensing were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating abbott technical support was contacted. No intervention has been performed at this time. The patient was in stable condition.